Event description:
A us distributor contacted zoll to report that a patient developed a rash under the lifevest equipment. Patient described the area as indents/bed sores. Patient is bedbound. There was no alleged device malfunction contributing to the irritation. Patient¿s pcp instructed patient to take lv off for up to 1 day as needed. Follow up indicated that the skin irritation improved.

Manufacturer narrative:
Not applicable